Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused medication to the patient. The device was running out of medication before the expected time of 48 hours. This was observed during use. The device was filled with fluorouracil 3576mg in sodium chloride 0.9% 5ml/hour with a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 6, 2022 to april 8, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the follow-up #1 report inadvertently included information in f7: follow - up #. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR).